Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reau1373 showed no other similar product complaint(s) from this lot number. [Mw5075333.pdf]. Device not returned yte.

Event description:
It was reported that during placement of the dialysis catheter the tunneler broke, unable to place the device. No other information was reported.